Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked; cause was unknown. In addition, it was reported that the display was not working as intended and the "resolution was reduced." Customer¿s blood glucose was between 150-180 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.